Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided only month and year, is (B)(6) 2018. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not performed because limited information was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, the patient complained about vision acuity during post-operative examination, especially uncomfortable both at both distance and near vision. Decision made to exchange the intraocular lens (iol). The incision was enlarged to remove the iol from the eye, but no sutures or vitrectomy required and no delay in procedure was reported. The replacement iol was a non johnson & johnson surgical lens. No additional information provided.

Manufacturer narrative:
Additional information: device available for evaluation: yes returned to manufacturer on: 4/25/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a little jar with liquid at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.